Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported she had essure placed several years ago and had a hysterectomy in 2014 due to the complications from essure. A year later, she still has chronic pain, headaches, numbness, depression, fatigue, brain fog, sensitivity to noise and cold. She stated she can barely function at times. Product technical complaint investigation and final assessment were received on 03-sep-2015: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and underwent a hysterectomy due to complications from essure. She stated that a year after hysterectomy, she still has chronic pain. This event, interpreted as chronic pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. In the present case, although the exact reason for the hysterectomy was not specified, since the consumer mentioned she still had chronic pain a year after hysterectomy, it was interpreted that this event led to the procedure. The fact that the event persisted one year after hysterectomy suggests that essure was not the only responsible for the chronic pain. However, given the nature of this event, a contributory role of essure for its occurrence cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). In this case, neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.